Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information has been provided such as reason for explant, operative report, device status for return...etc. Therefore, no further investigation can be performed into the root cause of this event. There has been no information to suggest a device quality deficiency.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. According to the operative report, "the valve was rinsed according to manufactures protocol and the aortic root an annulus was irrigated heavily with saline to remove any debris. The valve was then inserted with running 2-0 prolene sutures. A separate suture was used for each of the sinuses of valsalva. The right and left sinuses were placed without incident and halfway through the noncoronary the suture appear to fray and break approximately 2 or 3 cm from the needle. A second suture was affixed to this over a pledget and the remainder of the running suture was completed. The suture from the left and noncoronaries were brought external to the aorta to tie over a soft pledget. The valve seated well. During tying of the external sutures on the third knot the suture broke flush. This was quite unusual that the suture would break twice. A couple of attempts were made to determine what suture was broken but attempts were abondoned after deliberation and the valve was excised." Another edwards valve of the same model and size was implanted successfully. Per the health-care provider, the reason for explant was procedure related and not due to a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted at implant and replaced with a same model/size edwards' valve. The reason for explanting the device was not provided despite multiple attempts with the healthcare provider.